Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A customer reported the vitrectomy probe tip was not cutting during a vitrectomy procedure. There is no information concerning the aspiration. The procedure was completed with no harm to the patient. The product sample is available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No probe sample was returned for evaluation for the report of the probe did not cut; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were twenty-three additional complaints associated with the lot for the reported issue. Because a sample was not returned by the customer and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken; however, due to the number of related complaints, an investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector in a tray for the report of the probe did not have suction. The returned sample was visually inspected and found conforming. Actuation testing was performed and found non-conforming. Aspiration testing was performed and found non-conforming. Cut testing was performed and found non-conforming. The probe was disassembled and the components inspected. There is nominal wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The barb of the rear housing broke off in the retainer. The extension pulled out of the coupling. The inner cutter pulled out of the coupling. Gouge marks are present at the bend area and several locations along the inner cutter. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that during surgical use, adhesive bonds failed causing the inner cutter to detach from the coupling and causing the extension to also detach from the coupling. The exact root cause of the barb of the rear housing breaking off in the retainer cannot be determined from this evaluation. The most likely contributors to this non-conformance are a defect in the plastic material of the rear housing, or there being more adhesive on the extension, causing the bond to be stronger and break the rear housing at some point during use. Investigations have been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of both the inner cutter and extension from the coupling and to reduce the frequency of all probe complaints. The procedures were also reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling and the extension to the coupling. The manufacturer internal reference number is: (B)(4).